Manufacturer narrative:
Continued: e.1. State: (B)(6), zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "rupture" for saline device. This record is for an unknown side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d1, d2a, d4, d6a, d6b, h4, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "rupture" for saline device. Healthcare professional later reported "deflated". This record is for the right side. The device was explanted.